Manufacturer narrative:
(B)(4). Instrument a: cracked olive assembly. Instrument b: detached stopcock; torn gasket. Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The sleeve for the 512ba instrument a was received with the olive assembly cracked. The stopcock was found to function properly. Additionally, white powdery residue was noted inside the sleeve housing. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The sleeve for the 512ba instrument b was received with the stopcock dislodged; no adhesive residues were noted. The outer gasket was noted to be torn off. During the manufacturing process, the gasket condition is 100% inspected. Furthermore, quality takes a sample that includes the inspection of the condition of the gasket. As per product IFU "use caution when introducing or removing instruments through the trocar sleeve in order to prevent damage to the gaskets, which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." Additionally, white powdery residue was noted inside the sleeve housing. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.

Event description:
It was reported by the customer that during a lap cholecystectomy procedure, the device sleeve broke and they used a second device to complete the case. No patient consequence was reported.